Event description:
A caller reported encountering an error with their continuous glucose monitor (cgm), specifically cgm error 42, related to the g7 sensor. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with detailed instructions on how to reset the pump, and the caller was advised to carry out the reset when ready and to follow up if the issue continued.